Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on start up a 980 ventilator generated a constant alarm. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and was not able to find an error message recorded in the device memory logs. The se was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.